Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The interconnect cable was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system would not emit x-rays. No patient injury was reported.